Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors on the harvesting cannula did not work. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Failure analysis performed on february 2005, found that the scissors would not open and close.